Manufacturer narrative:
Result of investigation: service technician was not able to verify customer's reported problem "pressure line found disconnected". The vent passed 84 hours extended tests at customer settings with no unusual alarms or conditions. Vent failed ts final test at pressure & oxygen blending performance. Pressure & oxygen blending performance failed for non-conformance with measured o2 percentages. Bench testing revealed o2 blender is creating the non-conformance.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit pressure line was found disconnected. At this time, there is no information regarding patient involvement associated with the reported event.